Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the ligasure was not sealing correctly. Another device was used and worked fine. There was no patient involvement.